Event description:
Surgeon assistant noted a continuous beeping sound, upon assessment, the sound was coming from the bovie, which was hand held and no one was firing it. The bovie machine was removed and another one replaced it. General surgeon was consulted to confirm local burn site to the bowel of the pt. Dates of use: (B)(6)2010. Diagnosis or reason for use: right adrenal mass. Event abated after use: yes.